Manufacturer narrative:
The customer declined the option to have their glidescope bflex 5.0 single-use bronchoscope returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the exact root cause could not be determined. However, based on additional information and photos received from the customer, it was identified that the glidescope bflex 5.0 single-use bronchoscope was used in combination with a covidien medtronic broncho cath endobronchial tube which is a double-lumen tube. Currently the bflex 5.0 bronchoscope does not support use with the double-lumen tube type. The "glidescope bflex bronchoscope - endotracheal tube compatibility" table found in the glidescope bflex single-use bronchoscopes operations & maintenance manual (omm) currently only lists the compatibility of the glidescope bflex single-use bronchoscopes with certain endotracheal tubes, double-lumen tubes, and airway catheters. The double-lumen tube used during the procedure has not been validated by verathon for compatibility for use with the glidescope bflex 5.0 single-use bronchoscope. Any usage of the glidescope bflex bronchoscope outside of what is listed in the omm is outside of verathon's released labeling. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported via medwatch form FDA 3500a that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, the distal components of the scope had broken off into the tracheal lumen of the double-lumen tube. The tip of the exterior shell of the scope had separated from the interior components. One lung ventilation was initiated without issue to prevent passage of the components further down the tracheal lumen. The object was removed from the tracheal lumen with assistance from interventional pulmonology. No patient harm was reported.